Event description:
It was reported the pump displayed insulin blocked error messages, requiring a restart to function properly. There was no reported impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.